Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé rx during treatment of a 40mm plaque lesion in the patient¿s proximal common carotid artery of diameter 8mm. Moderate vessel tortuosity and slight calcification are reported. Lesion exhibited 70% stenosis. Embolic protection was used. No damage noted to packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed. Device prepped without issue. Pre-dilation was not performed. No resistance was encountered when advancing the device. It is reported stent deformation occurred during positioning/deployment. The stent reached the lesion and it could not be completely deployed and resistance was met. The stent was deployed successfully after it was covered by a second stent which forcibly deployed it. The ends of the stent are reported to have deformed. An implantation of a second stent of the same model was used to cover the first stent and lesion was performed to complete the procedure.